Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. The left cylinder was removed and replaced with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinder was microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a hole in the proximal end of the cylinder from sharp instrument. Leakage test revealed that the first cylinder had a leak from sharp instrument in the proximal end of the cylinder. Based on the information available and analysis results, the sharp damage found on the device is considered a secondary failure, so the reported clinical observations could not be confirmed.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in the left cylinder was identified. The cause of the cylinder tear was not detailed by the hospital. The left cylinder was removed and replaced with no patient complications.